Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Analysis was unable to perform the no delivery test due to prime anomaly. The pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. The motor passed motor test. The pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 296 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.